Manufacturer narrative:
(B)(4). The reported description notes there is no audible sound being produced from the monitor for pt alarms. No pt injury has been reported. A customer site visit was performed by a philips technical engineer. It was confirmed that the bedside monitor was producing no sound. The monitor's speaker and mainboard were replaced. After successful performance testing, the bedside monitor was returned to customer service. No additional communication was requested from the customer. The bedside monitor was delivered to the customer in (B)(4) 2012. A device history record of this monitor did not identify any product issues during the manufacturing process. Trending for this issues supports that there is no emerging or systemic problem. No CAPA, further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. The cause for no audio production from the cited monitor is unknown. The speaker and mainboard replacement resolved the reported issue. No systemic issue has been identified. No additional investigation is warranted.

Event description:
The reported description notes there is no audible sound being produced from the monitor for pt alarms. No pt injury has been reported.